Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a fifteen-year-old female patient with acute decompensated chronic cardiomyopathy was receiving extracorporeal life support, vasopressor therapy, and respiratory support and presented in advanced cardiogenic shock before placement of an impella cp device. During insertion through the right femoral artery, the impella cp catheter became kinked, which prevented proper positioning and flow optimization. The device was removed and replaced with a new impella cp. The replacement device functioned appropriately, and the patient was successfully supported and weaned after two days. The kinked catheter was assessed as a reportable malfunction.